Event description:
It was reported that the patient presented in clinic for a follow-up. Upon device interrogation, it was noted that the pacemaker was in backup vvi mode. The pacemaker was successfully restored back to normal. The patient was in stable condition.